Event description:
It was reported that the customer had unexplained high blood glucose levels. Customer stated that she had been taking additional manual injections and changed her site 3 times. Customer's blood glucose level was 402 mg/dl. Customer was getting unexplained blood glucose levels starting at 484 mg/dl. Customer stated that she feels awful. Customer treated with an injection. Troubleshooting was performed. Customer stated that the insulin did exit the tubing. Pump passed high pressure test. Customer was advised to change the entire set, reservoir, and insulin. Customer was advised that the pump was working as designed. Customer will be sent replacement reservoirs and infusion sets. No further assistance needed.